Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Concomitant products: addr01 ipg, implanted: (B)(6) 2014; concomitant products: 5076-45 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead warning triggered, and the lead exhibited high impedance. The rv lead remains in use. The rv lead was not extractable two veins were blocked. The rv lead remains implanted out of service. Epicardial lead implanted, and patient status indicated as fine. No patient complications have been reported as a result of this event.